Event description:
It was reported by customer that pyxis medstation es system displayed an error message, preventing the nurses to retrieve medications. The customer added that the nurses were able to retrieve the medications from another station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database was found in recovery pending mode. A technical support specialist backed up database files, dropped, and synced the database to resolve. The system functioned as intended.

Event description:
It was reported by customer that the bd pyxis medstation es system displayed an error message, preventing the nurses to retrieve medications. The customer added that the nurses were able to retrieve the medications from another station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station's database was found in recovery pending mode. A technical support specialist backed up database files, dropped, and synced the database to resolve. The system functioned as intended after the technical support specialist troubleshot the device.